Event description:
On the morning of (B)(6) 2014, my sister, (B)(6), a type-1 diabetic, awoke to fine that her medtronic insulin pump infusion set had broken in her sleep, and her blood glucose level was above 400. (Her normal range is in the mid 100s, so this level is life threatening.) The tubing that transports insulin from the pump had broken free from the needle that delivers it into her body, indicating huge manufacturing defect. This was understandably frustrating and scary, and it took six hours for (B)(6)'s blood sugar to return to normal after she changed to a new infusion set. But even more infuriating than the incident was the fact that this is the second time it's happened to (B)(6). The first time was (B)(6), 2014. In that instance, (B)(6) called medtronic to report the defect, and they noted the details, sent her a new infusion set and promised to launch an investigation. She never heard another word on the issue. The infusion set that broke on (B)(6) is the medtronic's silhouette paradigm, ref: (B)(4), lot: 5057789, expiration: 2019-01. I can provide a photo of the infusion set packaging as well as the broken device itself. Please look into this matter promptly and consider issuing a product recall before another diabetic's life is threatened.